Event description:
It was later reported that the patient's pain did resolve after the generator replacement surgery. It was noted the believed cause of the patient's pain was due to soft tissue trauma. It was also clarified that the pain occurred around the vns generator, and the left side of neck and arm.

Event description:
It was reported by the nurse practitioner the patient had been hit in the chest a couple of times, and since then has experienced chest pain which was bad enough she went to the emergency room. Eventually, the magnet was placed over the generator and the pain stopped immediately. The patient's settings were low and when system diagnostics were performed, it showed a dcdc value of 0 and the lead was ok. There were no previous diagnostic results to compare the dcdc value against. It was noted the patient had only recently been set to 1ma, and it was explained this could possibly be the cause of the pain. It was also noted that, based on the dcdc value of 0, there could also be a short circuit, but it is unknown for sure. The nurse practitioner then began the process of having the patient's vns replaced. The generator replacement occurred on (B)(6) 2016 and it was found there were no issues with the lead; therefore, it was not replaced. After replacement of the generator, the impedance value was checked and found to be 2516 ohms, which is within normal limits. It was reported the generator was discarded after surgery. Attempts for additional relevant information have been unsuccessful to date.